Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary/bowel dysfunction;urinary urge incontinence it was reported that reports of stimulation causing pain which relates bilateral lower extremity pain with feeling hot and cold at the same time. The stimulation pain was in the legs and implant sites.. She had an ultrasound to rule out dvt.. The exam showed no dehiscence, infections, or any other abnormalities in the pocket or incisional area for lead insertion. The subject was made aware; since discomfort is in both legs this may not be related to the stimulator. Subject went to see the rep and have an x-ray.... Per rep, subject turned the device off (B)(6) 2025 to see if pain resolved. Call with rep (B)(6) 2025: device turned back on and program changed. The patient stated when she turned the device off, the thumping in her vagina stopped. The patient was still having pain from her mid-back down to her thigh on the same side as her device. Subject was to reach out to rep if more issues or pain continued , but it did not. (B)(6) 2025. The patient came back to the office. The x-ray showed no kinks, fractures, or lead migration. She also relates she has new programming and feels good symptom control and is happy. It was stated that this was casually related to the device or therapy and no related to the implant procedure. It was due to programming. Resolved without sequelae (B)(6) 2025.